Event description:
The MFR received info alleging a ventilator was constantly alarming. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, the ventilator failed to cycle. The ventilator's front panel assembly was replaced to address this issue. Front panel assembly.